Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer was hospitalized due to hyperglycemia. The blood glucose level was unknown. The customer was treated with insulin drip. The insulin pump alarmed motor error during rewind and there were some motor error alarm in the alarm history. The insulin pump will not be returned for analysis.